Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was found torn during the injection. The following information was provided by the initial reporter: "septum of qsyte is torn. During inject with 1ml syringe, septum is torn."

Manufacturer narrative:
H6: investigation summary bd was unable to fully investigate this incident as the samples were received at the incorrect investigation site . A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was found torn during the injection. The following information was provided by the initial reporter: "septum of qsyte is torn. During inject with 1 ml syringe, septum is torn."